Event description:
It was reported that an alert for out of range high voltage lead impedance was observed. Output circuit damage was suspected on the device. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of an output anomaly was confirmed in the laboratory. The device was tested on the bench and the high voltage output transistors were found to be damaged. The cause of the damaged output transistors could not be determined.